Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode the customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) need assistance on 8100 s/n (B)(4) is having some issue on rate accuracy test. (B)(6) allowed me to remote in and edit a task for rate accuracy test. (B)(6) is trying to run a rate calibration test and is failing. I ask him if run pm test is failing the rate accuracy test, he told me no. I told (B)(6) when running a full pm does not require to run calibration test unless is failing the test while running pm test. We run the rate accuracy test and is passing. However, if pm fails and calibration test is failing, I recommend to (B)(6) that there is a possibility the bezel assembly might be bad or could be the door latch sear, check also the platen assembly.